Manufacturer narrative:
After a non-cordis balloon catheter was used, a powerflex pro was inserted into the patient for post-dilation. It is unknown if the guidewire was advanced to the lesion without difficulty. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However, the balloon ruptured at approximately 5 atm during initial-dilation. The leakage of media was observed under fluoroscopic. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed for other unknown balloon. The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. Gender of the patient is unknown. (B)(6). The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a powerflex pro pta catheter ruptured at approximately 5 atmospheres (atm) during initial dilation. Another balloon was used to complete the procedure. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the common iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was unknown. For the procedure, a 9x40mm powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown.

Manufacturer narrative:
Complaint conclusion: the balloon of a powerflex pro pta catheter ruptured at approximately 5 atm (five atmospheres) during initial dilation. Another balloon was used to complete the procedure. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the common iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was unknown. For the procedure, a 9x40mm powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand of indeflation device were unknown. After a non-cordis balloon catheter was used, a powerflex pro was inserted into the patient for post-dilation. It is unknown if the guidewire was advanced to the lesion without difficulty. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However, the balloon ruptured at approximately 5 atm during initial-dilation. The leakage of media was observed under fluoroscopy. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed for other unknown balloon. The procedure finished successfully. There was no reported patient injury. The product was not returned for analysis. A device history record (DHR) review of lot 15747746 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and mild tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.